Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 527081- not valid/927061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (2012). Concomitant products included etonogestrel (nexplanon) from 2010 to 2012 and oral contraceptive nos since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown, the pelvic pain was resolving and the uterine haemorrhage had resolved. The reporter considered pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Discrepancy noted: date(s) of insertion: (B)(6) 2012 (as written). Discrepancy noted: date(s) of removal: (B)(6) 2012. Date(s) of removal: (B)(6) 2012 total hysterectomy (uterus and cervix removed)(as written please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received- new events migration of essure device location of device: uterus was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 527081-inv,927061-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (2012). Concomitant products included etonogestrel (nexplanon) from 2010 to 2012 and oral contraceptive nos since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown, the pelvic pain was resolving and the uterine haemorrhage had resolved. The reporter considered pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (as written). Discrepancy noted: date(s) of removal: (B)(6) 2012. Date(s) of removal: (B)(6) 2012, total hysterectomy (uterus and cervix removed)(as written please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 527081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (2012). Concomitant products included etonogestrel (nexplanon) from 2010 to 2012 and oral contraceptive nos since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage had resolved. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs & mr received. Date of explant and lot number were added. New events added- pelvic pain, abnormal uterine bleeding was added. Reporter information, medical history, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 527081- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (2012). Concomitant products included etonogestrel (nexplanon) from 2010 to 2012 and oral contraceptive nos since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage had resolved. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 10-jan-2020: ¿update of information (batch is not valid).¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/ perforation uterus') and pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 527081-inv,927061-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (2012). Concomitant products included etonogestrel (nexplanon) from 2010 to 2012 and oral contraceptive nos since 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 14 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and laparoscopic assisted vaginal hysterectomy,cystosco12y). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the uterine haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Discrepancy noted: date(s) of insertion: (B)(6) 2012 (as written). Discrepancy noted: date(s) of removal: (B)(6) 2012. Date(s) of removal: (B)(6) 2012 total hysterectomy (uterus and cervix removed)(as written please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.